Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the order was not crossing over from qs1 to medbank q-link or the cabinet. A technical support specialist (tss) logged into the cabinet and confirmed that the medbank hl7 service was running as expected. Restarted the service and verified that no windows firewall settings were enabled that could block messages from reaching medbank. However, it was observed that no messages had been received from qs1. The tss advised that the customer updated the internet settings on the qs1 side, after which messages were once again processed as expected. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the order was not crossing over from qs1 to myqlink or the cabinet. The order was then added manually to the patient profile in myqlink by the pharmacy; however, it did not display as opened even though the start date and end date were within range. The item was active and the ID was correct; however, the profile ID displayed a different format compared to other orders. There were no adverse events or injuries reported based on this event.